Event description:
Right ventricular lead has slow rise on svc coil now at139 ohms. Rv (right ventricular lead) defib impedance last measurement was 67 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).